Event description:
It was reported that the components were explanted due to infection.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Review of the device history records indicates all devices accepted into final stock met specifications. The complaint databases show there have been no other events for the reported lot ID or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided.

Event description:
It was reported that the components were explanted due to infection.

Manufacturer narrative:
Additional devices listed in this report:cat # 6052-1140s, lot # 34hmhe, description: secur-fit max 127 #11.cat # 542-11-56f, lot # 7nvmee, description: trident psl ha cluster 56mm.cat # 18-36-3, lot # 26287701, description: delta c-taper head 36/-2,5.cat # 2060-0000-1, lot # 2j7mje, description: acetabular dome hole plug.cat # 2030-6530-1, lot # 8w4mje, description: 6.5 cancellous bone screw 30mm.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).